Event description:
It was reported that the pump battery "is super slow when it does start charging, taking longer to reach a full battery." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.